Event description:
A customer reported receiving an error 6 (658) message on her precision xtra glucose meter. As a result of this issue, the customer reported "around" 10:30am on (B)(6), 2011 she "was trying to check her blood glucose and the meter said error 6." The customer further reported she "passed out and bumped her head", experiencing a loss of consciousness. The customer also reported symptoms of "shaky, sweaty palms, sweaty all over". No third-party medical intervention was reported. The customer self-treated with "cranberry juice". There is no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Customer's product has been returned and investigated. Meter memory was reviewed and a significant time and date jump was observed. Reviewed the last calibration performed and found cal bar lot 45001 had an expiration date of (B)(6) 2009 . Based on the memory data the test performed on (B)(6) 2008 was not with expired product, but on line 23 and 24 it shows that the product was used for testing and the internal code 663 appeared, which was the cause of the error code due to test strip being expired. The complaint is not confirmed.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available.